Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported a concern with one infusion set that resulted in hyperglycemia in the 400 mg/dl range. She inserted the infusion headset, and the cannula bent and remained outside of her body. Normal blood glucose was not provided. Pt delivered an insulin injection to lower her blood glucose. There was insulin leakage, and the infusion set adhesive was wet after the headset was removed. There was also blood at the infusion site. There were no issues during the preparation of the infusion set. Headset was manually inserted, and the infusion set was in use for one day before she noticed the concern. Product was replaced. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Additional attempts were made to f/u with pt, and these were unsuccessful.